Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Troubleshooting performed resolved the issue. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h-the investigation findings code should have been 4117 rather than 4114. Correction: section h-the investigation findings code should have been 110 rather than 3221. Correction: section h-the investigation conclusion code should have been 12 rather than 4315.